Event description:
It was reported that during a bowel procedure the surgeon fired the device and when he observed the staple line the device had cut but did not staple. The surgeon over sewed with suture to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Bowel at what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? Asku. What color cartridge (white/blue/green) was used -blue. Where in the green zone was the device fired? Asku. Was buttressing material utilized? No. If so, which product? Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Was another stapling device used during this surgical procedure? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? Asku. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No staples. Was proximal and distal control maintained on the tissue during the firing sequence? Asku. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)?asku. Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Asku. Was the firing to close a side by side anastomosis? Asku. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.